Event description:
It was reported that prior to starting a da vinci si surgical procedure, frayed cables were found on the thoracic grasper instrument. The instrument was not used on a patient after the reported issue was identified and there was no allegation of harm or injury to a patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigations confirmed there was a broken back cable assembly at the instrument's snake wrist. The broken cable segments were various in lengths and was sticking out at the instrument's wrist. Intuitive motion of the instrument could not be achieved. Additional observations not reported by the customer was main tube damage. There was white discoloration marks on the main tube throughout the entire shaft. No material was missing. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Manufacturer narrative:
The instrument has been received, however, failure analysis investigations have not been completed at the time of this report. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.